Event description:
It was reported that an endoscopic biliary stent fractured in half. One half of the stent was embedded in the mucosa of the duodenum and caused blockage. Patient complained of pain, which led to discovery of the problem. It was further reported that the area of the duodenum where the fractured stent segment was located appeared to be inflamed and ulcerated. The stent segment was removed 11 months after placement and the pt is reported to be doing well.

Manufacturer narrative:
The lot history records have not been reviewed, as the lot number is unk. The removed segment has not been returned for evaluation to date. Attempts to obtain additional info about this event are on-going.